Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter failed to fully deploy. Vascular access was obtained via the jugular artery and the physician performed a pre placement vena cavogram. The stainless steel greenfield vena cava filter with 12f introducer system was advanced and deployed in the vena cava. However, the filter failed to fully deploy. Only 2 of the legs opened following deployment. A venogram was performed by the physician that confirmed the partial deployment of the filter legs. Another manufacturer's filter was deployed at the target location to complete the deployment of the vena cava filter. The procedure was successfully completed and the physician believes that the patient is adequately protected. There were no further patient complications reported with the patient status listed as stable.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).